Event description:
My daughter, otherwise healthy became partially deaf on (B)(6) 2001 after contracting mumps. In (B)(6) 2001, she had a cochlear implant, which was newly introduced in (B)(6) in the year 2000. For 3 years after implant, she experienced hearing impairment. After experiencing a cold with fever and vomiting, she suffered complete hearing loss ((B)(6)). She was diagnosed with inflammation and infection of the middle ear. After receiving treatment from pediatrician, hearing never returned. In (B)(6) 2005, we had an audiologist investigate ((B)(6)). Two electrodes were not working and the device had no other malfunction. On (B)(6) 2006, revision done to replace implant. Granulation tissue was present and this was due to infection or positioners. There is evidence that hearing loss is due to infection of the middle ear. We were never informed of the (B)(6) 2006 recall, and that malfunction of major part of the device is humidity. According to a report, in the american journal of pediatrics, the positioner can cause inflammation. We are taking legal action, we believe that advanced bionics is trying to cover up the part of complete disclosure on this product. We don't trust the company in (B)(4). We need more statistical data. We want to know the relationship between the positioner and the infection. What are the differences in pattern of those that are congenitally deaf or acquired? I.e meninginitis or inflammation limited to inner ear. Is the positioner itself recalled? How many cases of infection have been reported in the (B)(4)? How many individuals suffered? How many are congenitally impaired and how many were acquired?